Event description:
It was reported that there was a catheter fracture. During an unrelated procedure to the implanted pump, a healthcare provider (hcp) accidently cut an existing catheter. It was then planned to do a revision to connect the catheter again. No patient injury was reported. Procedure and patient outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing a spinal procedure on the patient the physician accidentally cut the catheter on the pump. A revision kit was used to reconnect the two catheter segments. Due to the small space in which the physician was working it could not be determined with any certainty where along the catheter he had cut. He was not operating in the intrathecal space so the portion that was cut was in the subcutaneous tissues somewhere along the catheter. He trimmed off the two ends and reattached the catheter with the revision kit. The physician did not change the dose or perform a bolus. He indicated the patient would be spending the night in the hospital ICU because of his back operation and they would monitor him there for any issues. It was believed that the patient did not suffer any effects from the catheter being cut. The patient was seen the next day and regarding the pump therapy was not having any issue. Previously it was reported the pump was delivering baclofen and dilaudid. It was also reported that the pump was delivering dilaudid. It was unclear what medication was in the pump. The following information was previously reported in manufacturer's report # 3004209178-2012-07478: [patient reported that during back surgery on (B)(6) 2012 his catheter was cut. It was replaced/repaired on (B)(6) 2012 and everything regarding the pump seemed to be working ok. The patient went home on (B)(6) 2012. A refill was done on (B)(6) 2012. The pump was delivering baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.] All future reporting will be done in manufacturer's report# 3007566237-2012-01947.

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer, patient: product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), product type catheter: product ID 8598, product type catheter. Corrected information: the initial MDR was filed as manufacturer's report # 3007566237-2012-01947. Additional review indicated the correct manufacturing site was site # (B)(4).